Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported having an MRI for multiple sclerosis on (B)(6) 2016 and thought she turned the implant off, but wasn't sure if the implant was turned back on. She couldn't get the patient programmer to work. When she was assisted with using the programmer, the programmer was showing a warning power on reset (por) message. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.